Manufacturer narrative:
Original submission narrative: the device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4). Follow-up narrative: this supplemental report is being submitted to update the event problem and evaluation codes and to provide additional manufacturer narrative. The device was not returned but the savelogs were reviewed and it was found that the root cause of the triple images is an initialization issue when the transducer is selected, which occurs roughly 1 in 1000 probe initializations. The interim solution would be to look for the triple image when the transducer is selected, which can be done by pressing a finger on one end of the transducer, and making sure the image is as expected, i.e. You can see one finger on the image. (B)(4). Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. This emdr contains both the initial and fu#1.

Event description:
During a retrospective review of the service notifications, it was found that during patient planning and equipment testing, the transducer displayed a triple image artifacts on the ultrasound system. The customer recognized the fault and had isolated the use of the transducer until service was able to investigate. There was no patient exposure or involvement. No additional information was provided.